Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Prior to sensor insertion the area was cleaned with alcohol. On the same day the sensor was inserted, the patient developed a scar under the sensor pod from the skin reaction. No additional patient or event information is available.